Event description:
Adverse event(s): "unexpected postoperative refraction" (postoperative refraction, unexpected). Product problem(s): "lens rotated 15 degrees off axis" (malposition of device [iol (intraocular lens) implanted]). A surgeon reported a pt with an unexpected postoperative refraction following (bilateral) intraocular lens (iol) implant surgery. Medical records were received. Pt had a history of map/dot dystrophy (pre-existing). On the third postoperative day, corneal dystrophy with edema was noted. Medications were added for treatment of the edema. The iol was noted to be off axis at approx five weeks postoperative. The surgeon was unwilling to complete the questionnaire. There are thirty nine medical device reports associated with these events. This report is ten of thirty nine.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the device exhibited backup vvi when presented in the operating room. Backup was due to elective replacement indicator (eri). The device was still in the box.

Manufacturer narrative:
Final analysis found the pulse generator to be in back-up mode. After being taken out of back-up mode, high current drain was observed. This was due to a discrepant integrated circuit. After replacing the integrated circuit, normal function ensued.